Event description:
Tonight, I put my daughter to sleep with a new bedwetting alarm I purchased on (B)(6). The alarm is the malem ultimate alarm, camouflage. It was placed as per the directions and she went to bed around 9pm. An hour ago, at 1:45am, I heard her shouting and screaming. My husband and I found that the alarm had burnt her neck and there was dark gray matter all round her neck and near her lips. Somehow the alarm has caused the batteries to leak and in the process also gotten so hot that it burnt my daughter in the neck. We have administered first aid and will be seeking medical attention. At this time, she has serious burn marks on and around her neck and chin.